Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements of 137 ohms. (B)(6) technical services (ts) recommended the health care professional (hcp) follow-up with the device manufacturer for recommendations. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).